Manufacturer narrative:
There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The injury, a second degree burn on the right leg on the inside of the thigh with blister of 2 cm, is consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. No padding was used to prevent this from occurring and there was a potential skin-to-skin contact, right thigh to the left thigh. Skin-to-skin contact can easily occur in the groin area and between the inner thighs. However, near contact in the groin area cannot easily be prevented and it does not always lead to skin-to-skin burns. Whether or not the skin is moist is one of the potentially decisive factors. Moist skin has an increased burn risk as sweat lowers the skin resistance.

Event description:
Philips received a report that the patient suffered a burn on the right leg on the inside of the thigh with blister of 2 cm, during hip examination with contrast. No medical intervention was required, and it is unknown if the patient will fully recover.